Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days after the implant procedure, the implantable cardiac monitor (icm) patient experienced a superficial skin infection; it was noted that there was "oozing" at the insertion site. The patient was prescribed antibiotics by their physician. The icm remains in use. The patient is a participant in the simplicity af clinical study. No further patient complications have been reported as a result of this event.